Event description:
It was reported that the target lesion was the right superficial femoral artery (sfa) with heavy tortuosity, calcification and 99% stenosis. The target lesion vessel diameter was 6-7 mm and the lesion length was 200 mm. A 5 x 100 mm fox sv was used for post-dilatation after stenting, but the balloon ruptured during the second inflation at 12 atmospheres. There was no reported patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 25 x 100 mm fox sv; guide wire: agosal; guide cath: terumo 6f; stent: luminexx 6x100mm, 7x100mm. Balloon material rupture can be affected by numerous factors including, but is not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Based on the reported information, the lesion was described as being heavily calcified with 99% stenosis, which likely contributed to the reported rupture. Furthermore, since there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It may be possible that the balloon material was damaged (scratched) during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation attempt. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Although there does not appear to be any indication of a product quality deficiency, without having the fox sv to examine, a definitive cause for the reported balloon rupture could not be determined. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity.